Event description:
It was reported the pt was not receiving stimulation due to the leads slightly disconnecting from the ipg header. In turn, the pt's ipg was explanted and replaced. Intra-op testing revealed no anomalies and effective stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.